Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose. Customer's blood glucose was 50 mg/dl. The customer declined low blood glucose assistance. It was unknown if the auto mode was active at the time of incident or not. It was stated that there was lost sensor signal alarm. The insulin pump will not be returned for analysis.